Event description:
Complainant alleged that ems technicians were monitoring a pt (age and gender unknown) and the unit's monitor screen went blank. They "jiggled" the unit's on/off switch and the unit regained power. There is no indication of any adverse effect on the pt. The complainant indicated that "a couple" of weeks later, the staff was testing the unit at 100j and the unit lost power. They noticed a discolored area behind the unit's recorder. They indicated that the area on the casing looked as if it were melting.